Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, analysis of media provided by the customer was completed. Inspection of the media revealed the fiber was broken into two pieces confirming the reported event. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureteroscopy procedure the proximal end of the fiber was broke into two pieces. The fiber was replaced with another of the same device the complete the procedure with no patient complications.

Event description:
It was reported that during a ureteroscopy procedure the proximal end of the fiber broke into two pieces. The fiber was replaced with another of the same fiber type, and the procedure was completed without patient complications.